Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received stated that pacemaker pocket dehiscence was noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The entire system including the pulse generator and the leads was explanted on (B)(6) 2018. No patient condition and additional information could be obtained.